Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent removal and replacement with an unspecified mentor breast implant on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/29/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 5/18/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 5/21/2018, mentor received the following information: the patient underwent primary breast reconstruction with a mentor smooth round moderate profile 425cc saline prosthesis. The patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast reconstruction with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on both aspects. Two rents were observed, rent a measuring approximately 0.4 cm within a crease on the posterior aspect and rent b measuring approximately 1 cm also on the posterior aspect. Microscopic examination of the edges of the rent b revealed parallel striations. No other anomalies were found. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. The device history record (DHR) for the lot number 5795723 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).